Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and noise. As received, a partial lead was returned in one piece, measuring 70.0 cm. The reported events for noise and inadequate capture were confirmed. Visual inspection of the lead found an external insulation abrasion that beached the outer insulation and exposed the outer coil, at 57.9 to 59.5 cm and at 65.7 to 66.2 cm from the distal tip. These abrasions were consistent with friction to another device. The cause of the reported events of noise and failure to capture was due to exposure of the outer coil at the abrasion regions. All other damage found was sustained during the surgical procedure.

Event description:
It was reported that the right atrial lead had dislodged. The lead was not capturing and was picking up noise. The lead was explanted and replaced. Additional information was requested but not yet received.